Manufacturer narrative:
(B)(4).

Event description:
The patient felt no stimulation sensation unless she was partially bent over. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.